Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown. Product type lead. Other relevant devices are: product ID: neu_unknown_lead, serial/lot #: unknown. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for leg pain. It was reported that the ins was switching off intermittently and would switch back on when the patient programmer was used but will switch off again. The patient would check the device with the patient programmer and the device would definitely be switched off. There were no external contributing factors. Troubleshooting was performed, the ins was interrogated and impedances were measured. It was not possible to resolve the issue while in the clinic. When the patient was in the clinic, the device had switched itself off but turned on easily with the patient programmer. The device manufacturer's technical services was contacted, advised to download both the session data report and the mdt data report and send to them both of which has been done. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received reporting that it was known in 2019 that one of the leads had impedances out on all contacts however the patient was getting stimulation on the other lead therefore the leads remained implanted. The reports showed the ins has been properly charged the last few times and there have not been any power on resets (por). There were a lot of on/off entries but they had been performed manually using the patient programmer/clinician programmer. There was one overdischarge count approximately seven months ago that reset the ins time. The impedances were >10,000 ohms with contacts 8-15.

Event description:
Additional information received reported the ins was replaced in 2019 due to end of service (eos). The impedances in 2019 were all greater than 10,000 ohms. The high impedances currently being reported are the same high impedances as 2019. No troubleshooting or any actions were taken at the time of report to resolve the event. The patient did not experience any symptoms and no cause has been identified. The event did not resolve at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 3877 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that they saw the patient on (B)(6) 2022. They completely reprogrammed his device and got stimulation at a much lower level. It was thought that part of the problem was that his leads have been in for 11 years and he was requiring much higher levels of power to even feel mild stimulation. Once some more contacts were added into the program, we got great coverage on really low levels of stimulation. It was thought that the main issue was the stimulation was not turning off but he could not feel it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.